Event description:
Information received indicates the auxiliary outlet on the bed did not pass the ground resistance tests.

Manufacturer narrative:
The technician found a loose ground wire in the auxiliary outlet. The technician tightened the wire to repair the bed.